Event description:
According to the information received, the unit began to spark at the cord connection when plugged attached to the uh801 (bipolar high frequency cord, 400 cm). The surgeon was able to complete the procedure by changing the bipolar cord. All other items were intact and were used to finish the case. No death or (unanticipated) serious deterioration in state of health reported. Product 2 concomitant device filed under internal complaint ID: (B)(4). Product 3 concomitant device filed under internal complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID: (B)(4). Cross reference interal complaint ID: (B)(4). Cross reference interal complaint ID: (B)(4).